Manufacturer narrative:
Insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 102 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.